Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they experienced the high blood glucose. The customer's blood glucose was 564 mg/dl. The customer was treated by just adding more insulin. The troubleshooting was performed for the high blood glucose. The customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The insulin pump will not be returned for analysis. Unomedical set, frn-unknown-rsvr.